Manufacturer narrative:
The lot number is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two separate 5f 5.5cm avanti plus brachial/pediatric catheter sheath introducers (csi) fell apart as soon as the packages were opened. An attempt to insert one of the devices into the patient was made, but the device broke. There were no reported injuries to the patient. The devices will be returned for evaluation.

Event description:
As reported, two separate 5f 5.5cm avanti plus brachial/pediatric catheter sheath introducers (csi) fell apart as soon as the packages were opened. An attempt to insert one of the devices into the patient was made, but the device broke. There were no reported injuries to the patient. The devices were stored per labeling. Additional information was requested but was not provided. The devices were not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10, and h11 complaint conclusion: as reported, two separate 5f 5.5cm avanti plus brachial/pediatric catheter sheath introducers (csi) fell apart as soon as the packages were opened. An attempt to insert one of the devices into the patient was made, but the device broke. There were no reported injuries to the patient. The devices were stored per labeling. Additional information was requested but was not provided. The devices were not returned as expected. Without the return of the device or images for analysis, the reported customer event ¿catheter sheath introducer (csi)- separated¿ could not be confirmed for either device. Storage/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. Do not use if package is open or damaged. Exposure to temperatures above 54°c (130°f) may damage the catheter sheath and components.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.